Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended and the device remains implanted. No further information is available.

Event description:
New information received notes that post-paced t-wave oversensing recurred on the ventricular channel. Additional programming changes were recommended and the device remains implanted.

Event description:
New information notes that the prior recommended programming changes were made to the device. However, post-paced t-wave oversensing recurred. Additional programming changes were made, and the device remains implanted. The patient will be monitored.